Manufacturer narrative:
On 02/25/2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Analysis is pending.

Event description:
The ICD involved in this MDR report was interrogated during scheduled follow-up on (B)(6) 2009. The following message was displayed: "overload during last shock. 0j delivered." First recommendations were sent to reprogram the shock vector to "rv to can", in case, an issue on the svc coil would be suspected. Reportedly, an electro therapy treatment was conducted on this patient on (B)(6) 2009. However, further analysis showed that the overload condition was present since (B)(6) 2008. Since a lead issue was suspected, recommendations were sent on (B)(6) 2009 stating that the defibrillation lead integrity should be checked. No feedback was received from the subsidiary.